Event description:
Pt to have aorta-femoral arteriogram with stent placement - iliac femoral artery. During procedure, peripheral ave flexible stent deployed through #7 fr sheath deployment failed. A walls stent was successfully placed in rt external iliac. Attempts to retrieve the peripheral ave stent was unsuccessful. Sheath removed, stent remains in vessel. Pressure to left femoral for hemostatis. Ultrasound exam performed to verify stent placement. Pt to or for removal of stent peripheral.